Manufacturer narrative:
Investigation of the returned control printed circuit board pc1771 has been completed. The control board was found with a faulty integrated circuit component, an ad (analog-to-digital) converter. The ad converter is part of the circuitry for regulating of pressure and flow from the air gas module and the oxygen gas module. The signal to the oxygen gas module from this ad converter was fixed to a high level and this led to the reported problem where there was a high gas flow delivered from the oxygen gas module. Our conclusion in this matter is that the experienced problem was caused by the faulty ad converter on the returned control board. The cause of the component failure has not been determined.

Event description:
It was reported that when suction support function was activated and the pt was disconnected no disconnection was detected and a high flow was delivered.